Event description:
The user reported that during initial checkout of the device ater receipt, the unit alarmed as intended, instrument malfunction. The alarm notified the biomed that the unit was not operable. No pt involved.